Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including chronic kidney disease, dialysis, diabetes, hypertension, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation. Complications reported included death, bleeding, blood transfusion, pericardiocentesis, unexpected medical intervention, stroke, myocardial infarction, acute kidney injury; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "modified essential frailty toolset for risk stratification in transcatheter mitral and tricuspid valve repair" was reviewed. The article presented a retrospective single center study, to evaluate the modified eft for risk stratification in a population of patients undergoing tmtrvr. Devices mentioned include mitraclip, triclip, and non-abbott device. The article concluded that the eft has prognostic value for patients undergoing tmtvr. Due to its simplicity, the eft could serve as a first-line frailty assessment tool to guide therapeutic decision-making, potentially in a stepwise approach with mpi. [The primary author and corresponding author was matthieu schäfer at university of cologne, faculty of medicine and university hospital cologne, clinic iii for internal medicine, cologne, germany with corresponding email matthieu.schaefer@UK-koeln.de]. The time frame of the study was may 2017 to december 2019. A total of 206 patients were included in this study, of which and unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included chronic kidney disease, dialysis, diabetes, hypertension, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation. (B)(6), unk mitraclip: peri- and post-procedural complications included death, bleeding, blood transfusion, pericardiocentesis, unexpected medical intervention, stroke, myocardial infarction, acute kidney injury. (B)(6), unk triclip: peri- and post-procedural complications included death, bleeding, blood transfusion, pericardiocentesis, unexpected medical intervention, stroke, myocardial infarction, acute kidney injury.